Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (monitor unable to communicate with belt) has been confirmed. Upon investigation the monitor had failed incoming functionality testing. The monitor's electrode belt connector was pulled out of the monitor case, partially pulling the connector out of the j1001 from the computer analog board. The root cause for the broken connector was physical abuse. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor was unable to communciate with an electrode belt.